Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a stent dislodgement occurred. The target lesion was located in an unspecified vessel. An unspecified guide wire and non-bsc guide catheter was used to advance through the vessel. A 4.00 x 24 mm promus element plus stent delivery system was selected to treat the lesion. When advancing the complaint device into the guide catheter "it got hang up" and upon pulling out the device, the stent pulled off from the stent delivery system onto the guide wire. The complaint device was removed outside the body and completed with a 3.5 x 24 mm promus element plus mr. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the delivery device was received with the stent detached from its balloon and stored in a plastic container. An examination of the delivery device found that the hypotube was kinked at various locations along its length. There was no other visible damage noted with the delivery device. The balloon did not appear to have been subjected to any positive pressure. A clear impression of the stent crimp was visible on the balloon material. An examination of the detached stent found that the stent was severely stretched and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a stent dislodgement occurred. The target lesion was located in an unspecified vessel. An unspecified guide wire and non-bsc guide catheter was used to advance through the vessel. A 4.00 x 24 mm promus element¿ plus stent delivery system was selected to treat the lesion. When advancing the complaint device into the guide catheter "it got hang up" and upon pulling out the device, the stent pulled off from the stent delivery system onto the guide wire. The complaint device was removed outside the body and completed with a 3.5 x 24 mm promus element plus mr. No patient complications were reported and the patient's status was fine.